Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 7f sheath after a bilateral iliac stenting procedure. Reportedly, the starclose se sheath did not split completely; resistance was felt. Within 1.5-2cm of split left, the whole starclose se device pulled out of artery, wings still flared. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancer/sheath split issue was confirmed. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.